Manufacturer narrative:
Additional narrative: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during an unspecified lumbar surgical procedure, it was observed that the angle attachment device was not locking onto the drill bit device. It was reported that there was a delay of three minutes in the surgical procedure and an unspecified spare device was available for use to complete the surgery successfully. There was patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the attachment device did not lock in the drill bit was confirmed. An assessment was performed on the device which found the cutter device could not be inserted. It was determined that the bearings were corroded and worn. It was further determined that the bearing were no longer in axial alignment not allowing insertion of the cutter. The assignable root cause was determined to be due to wear from normal use and servicing over time. The failure was caused by worn out bearings. If additional information should become available, a supplemental medwatch report will be submitted accordingly.